Event description:
Rptr has two new relion glucose testing meters. Relion is sold exclusively through two stores. Both meters tested out correctly with the relion "monitor check strip" and the relion glucose control solutions as provided by relion through their customer svc. The problem is that neither meter gives an accurate reading when compared with the glucose level tested at dr's office or accu chek meter or prestige glucose meter. For example, today with the accu chek pt's reading was 274 and the relion reading was 114. Aside from the testing solution and one reading of 152, pt has never gotten a reading above 140 using blood with the relion meter and test strips. It is pt's belief that there is something fundamentally and inherently wrong with the relion meter and/or the relion test strips. Normally, pt would have just asked for their money back and walked away, however, they can't do that knowing that many other people may be depending on the relion meter and test strips for a near correct glucose level reading and don't have the advantage of checking accuracy with two other meters. Pt had run out of test strips for accu check glucose testing meter. So they went to a nearby store and purchased a relion glucose testing meter, relion test strips and relion lancets. Price was a big factor in their purchase as the relion meter, 100 test strips and 200 lancets together cost less than 50 accu check test strips. Since pt is testing many times a day this savings is significant. At the time pt was feeling dizzy and actually checked their glucose level in the parking lot of the store. Pt was surprised but happy to see their glucose level was only 110. In the next week as pt used the relion meter and test strips, they only became suspicious of the testing results as they never did get a high reading. Mostly 110-114 readings. Even after meals pt's glucose level stayed low. Being suspicious of the low readings, pt purchased some accu check test strips and also a prestige meter and test strips. The accu check and the prestige meters consistently read within a few points of each other (or the same). On the other hand, the relion meter always reads low. The difference between the accu check and relion meters were consistently between 20-168 points different. Pt washed their hands before testing and took blood from a different finger for each comparison test. The blood flowed freely and they didn't have to force blood from their finger. Pt called the relion customer help number and they actually were very helpful and knowledgeable. They also kept very good records of pt's many calls to them. They sent out new test strips. Relion high/low glucose control solutions, a large plastic key like tester called "monitor check strip," and finally another testing meter. The problem at this point is, both meters still consistently read notably lower than the accu check and prestige meters. With the relion meter pt has had one reading of 152 and every other reading has been well below 140. The customer svc people at the relion 800 number are really helpful and pleasant, but they just couldn't solve the basic problem. Several times they walked pt through the glucose testing process, to make sure they were doing it correctly. Additionally, several times they walked pt through the meter testing process with the "monitor strip" and the testing solutions. Pt recorded these results (as did the customer help people.